Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports: the syringe broke off where it attaches to needle. Upon follow up the customer stated that the issue occurred with 4 each. The issue occurred prior to use on an animal. Believes it may have happened while drawing meds but wasn't sure but stated they were not used. She stated it detached cleanly.

Manufacturer narrative:
A review of the device history record (DHR) for lot no. 814172 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. A review of maintenance records (both corrective and preventive) and calibration records were reviewed. No maintenance records were created related to the reported condition. All scheduled maintenance and calibration activities were completed on time. There were no related process, material changes, or describe changes related to the reported event. A review of the machine setup was conducted and did not identify any issues. A review of the DHR found no manufacturing or inspection anomalies. There was no indication of a systemic issue with the product or process. Follow up with the customer indicated samples may be available. However, customer advised of their inability to locate. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. Should a product/sample be returned, the investigation will recommence. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.